Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.

Event description:
It was reported that one of five pieces of integra dermal regeneration template (idrt) in the dispenser box leaked the buffer solution from the foil pouch and was seen in the tyvek pouch. Some of the fluid leaked from the tyvek pouch onto the packaging. The product was not opened or used.